Event description:
Product name: dexcom g7 continuous glucose monitoring (cgm) mobile app (v 2.12.0, ios platform) a recent software update to the dexcom g7 ios application has disabled critical audible safety alerts (urgent low, low, high) for multiple users. This defect overrides the device's primary safety function: alerting patients to life-threatening blood glucose levels, particularly during sleep. Adverse event & manufacturer negligence: systemic failure: following the update to version 2.12.0, the app fails to sound audible alarms for critical glucose excursions. This has resulted in undetected severe hypoglycemia and hyperglycemia. Personal incident: I personally experienced an extended high blood sugar event due to a missed audible alert. Without the expected alarm, I was unable to intervene with insulin, placing me at risk of diabetic ketoacidosis (dka). Widespread impact: numerous reports on patient forums indicate this is a widespread software defect affecting many ios users, not an isolated incident. Lack of resolution: I reported this critical safety flaw to dexcom via ticket # (B)(4). The manufacturer closed the ticket within one hour without investigation, resolution, or contact. The defect has persisted for over a week with no patch or safety notification issued to patients. Action requested: immediate FDA investigation into the g7 ios app software quality control and a mandated recall or emergency patch to restore audible alerts.